Event description:
A non-health care professional reported that following an intraocular lens (iol) implantation procedure, the patient experienced blurred vision and headache. Clinical reason being mentioned as radial keratotomy (rk) and astigmatic keratotomy (ak). The iol was explanted and exchanged for a company lens in the secondary implant procedure. In the surgeon¿s opinion, the product contributed to or caused the event. There was no impact to the patient. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).